Manufacturer narrative:
No shut off anomaly could be verified due to a blank display. No functional tests could be performed due to the blank display. The insulin pump had a blank display due to a severely corroded battery cap contact. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump screen was blank after inserting new batteries. The customer's blood glucose was 343 mg/dl, and she treated with a bolus. The insulin pump screen turned back on when she reinserted the battery. It was stated that the insulin pump was shutting off, despite using a new battery cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.